Manufacturer narrative:
One opened knife was received with a foam tip protector in a blister for the report of package of product package was damaged. The sample was visually inspected and found to be non-conforming with the blade protruding through the foam tip protector and a hole in the tyvek. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms that the returned package was damaged with the blade through the foam and a hole in the tyvek. The returned package was received opened. How and when the blade protruded thorough the foam and the tyvek was damaged cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All final product packages are 100% visually inspected for product placement and any damage to the packaging. In addition, an acceptance quality limit (aql) sampling is performed on all cutting instruments to ensure that the product meets release acceptance criteria. The inspection includes evaluation for blade protruding from the protective foam. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while an operation room staff person was preparing an ophthalmic knife for use in a cataract surgery, the knife sponge protector was noted to be damaged. The staff person sustained a cut from the knife due to the damaged sponge protector. It was reported that the scheduled surgery was completed.

Manufacturer narrative:
A sample has been not yet received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).